Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) shut down when on and unplugged from wall. The uninterruptible power supply (ups) battery was not holding a charge. Once the battery was replaced, the system passed testing. Codes b01, c02 and d02 are applicable to this analysis. Section d references the main component of the system. Other medical products in use during the event include: product ID bi71000615. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the battery did not hold it's charge once disconnected from the wall outlet. There was no patient involvement.